Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported during the initial implant, the rectum was perforated and the cuff was removed. A deactivation kit was used and the pressure regulating balloon and pump remain implanted until another attempt can be made to place the cuff. The pt was in good condition at the end of the procedure.